Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is possible. Additionally, erkodent reported no further complaints for this material lot. Lot#11930210 was manufactured from august 08, 2022 and was assigned an expiration of august 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patient has allergies to latex, seafood, season and environmental. Also noted, there is a medical history of hypertension, asthma, hypercholesterolemia, breast cancer, diabetes, anemia, and kidney disease for which she had a renal ablation. IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water (for cleaning). Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry."

Manufacturer narrative:
Section d4: is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. The device was delivered on (B)(6)2023 and used that evening. The reaction was noted (B)(6)2023. The patient experienced "itchiness on the chest, back and underarms," also noted was soreness. There was no issue noted in the oral cavity. The device was discontinued (B)(6)2023 and the symptoms resolved within 24 hours. There was no medical treatment required. The patient has allergies to latex, seafood, season and environmental. Also noted, there is a medical history of hypertension, asthma, hypercholesterolemia, breast cancer, diabetes, anemia, and kidney disease for which she had a renal ablation. With regards to the device the device was "disinfected" with chlorhexidine and water prior to delivery. It is unclear how the patient cared for the device. With regards to the device, the provider was provided a return label to return the device back to glidewell for evaluation.